Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. Another ra lead was successfully placed. No adverse patient effects were reported.